Event description:
The customer alleged erroneous results for one patient tested for troponin t quantitative. The patient had chest pains and went to the healthcare center. The patient had been experiencing chest pains for three days prior to visiting the healthcare center. The date of event was requested but not provided. At 10:00 a.m. The patient was tested for troponin t quantitative on a cardiac reader instrument and the result was negative. Due to the patient's chest pain the physician immediately sent the patient to the hospital even though the result was negative. At the hospital a new sample was obtained and the patient was tested for troponin t on a cobas 6000 system. The result at 12:20 p.m. Was 26 ng/l and the result at 3:30 p.m. Was 50 ng/l. No adverse event was reported. The cardiac reader serial number was (B)(4). Neither the cardiac reader nor a similar device is sold in the united states.

Manufacturer narrative:
The customer indicated they did not want to return the instrument. Retention samples of the same lot that customer used were tested. The results were within specification. The results of all measurements fulfill requirements.

Manufacturer narrative:
The customer states the patient was born in (B)(6). This event occurred in (B)(6).